Event description:
Event description boston scientific received information that this patient's ventricular lead historically has displayed stable impedance measurements and three weeks ago was no different. One week ago, the patient's single chamber device was again evaluated as the patient was displaying a low heart rate. High impedance measurements and loss of capture were observed in both unipolar and biopolar configuration, despite maximum output. There were no abnormal sensing concerns in either polarity. A lead fracture was suspected but not confirmed. A revision procedure was scheduled with the pacemaker replacement for two weeks later due to urgency for the lead. The fracture was confirmed as impedances were >2000ohms from testing at explant and the device and lead were successfully replaced.